Event description:
Upon examination with 10x loupe, the catheter appears to be all but completely severed. The small portion remaining has been "pulled apart". The epidural pump was alarming "upstream obstruction" or "occlusion"; md then attempted to reposition after removing the dressing. At that point the two portions of the catheter separated. Most probably the catheter was partially severed during implantation or during suturing of the wound. The fragment (single piece) was found just above the spine, well below the fascia. There were no further complications.